Manufacturer narrative:
The reported event that cannulated screwdriver asnis iii hex 2.5mm elastosil handle was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by normal wear and tear over the years in use. The device inspection revealed the following: the tip of the returned screwdriver is indeed completely broken off. Note that discoloration / rust is evident, which clearly indicates that the tip was already previously cracked and only a matter of time till the final breakage occurred. Note that this instrument has been manufactured in april 2003 and therefore had been in good use (normal wear and tear over the years). Therefore we believe that the high applied forces have led to a strain hardening / embrittlement of the material which finally resulted in the breakage (over time). The root cause of the failure was repeated powerful dynamically overload during use.

Event description:
It was broken the tip of the driver during removing the 4.0mm screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was broken the tip of the driver during removing the 4.0mm screw.